Event description:
It was reported that the system 7 v-notch sagittal saw was leaking an unknown substance during testing or setup prior to the procedure. The procedure was completed using a backup device and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Routine maintenance was performed on the device and it was returned to the user facility.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the system 7 v-notch sagittal saw was leaking an unknown substance during testing or setup prior to the procedure. The procedure was completed using a backup device and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.